Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06823 and 2134265-2015-06888. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. It was noted that the pullback button is not working and the motordrive unit five plus (mdu5+) is making strange noise. Also, it was noted that the motordrive unit is not working and will not perform automatic pullback. The patient's status is stable.